Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.